Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and not connected to bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) tested drawer 4.2 and found no issues, then shut down the station and reseated all drawer cables. After restarting, the drawer passed hardware and acceptance testing. The customer was then able to access the drawer and inventory medication successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.